Event description:
Reportedly, the needle within the device broke during suturing application. The portion of the needle was removed from the cavity without any patient injury. Procedure type: unk, patient sex: female.